Event description:
ICU pt was on a midazolam drip of 5mg/ml at 0.96 mg/kg/hr. Weight was 15.5 kg. On (B)(6) 2011, the nurse was supposed to increase the midazolam rate to 1.3 mg/kg/hr at 2200 and does not appear to have done that. At 0700 on (B)(6) 2011, the next shift nurse found the pump running at 0.96 mg/kg/hr. No pt harm or medical intervention. The pt appeared comfortable and adequately sedated. The customer is requesting a log review to confirm the programming.

Manufacturer narrative:
(B)(4). Device event logs have been received. The analysis is not yet completed. A follow-up report will be submitted with the findings.